Manufacturer narrative:
Previous bacteremia event reported under MFR# 2916596-2019-02292, and previous elevated lactate dehydrogenase from (B)(6) 2019 reported under MFR# 2916596-2019-02253. Previous chronic infection from 2016 reported under MFR# 2916596-2021-02350. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented for bacteremia work-up and was noted to have elevated lactate dehydrogenase (ldh) of 892. The baseline since (B)(6) 2019 had been around 315¿s. Log file analysis captured on (B)(6) 2021 had a power spike at 10 watts. Overall the power and flow appeared at baselines values. The pump appeared to be functioning as intended. Patient was admitted on (B)(6) 2021. Patient had chronic driveline infection since 2016, and presumed cause of the admission was no other source identified. Oral antibiotic regimen restarted, and patient was discharged. Incision drainage (ID) follow-up and patient is more compliant with antibiotic regimen. A non-device related cause for hemolysis was not identified. There were no diagnostic tests performed. The international normalized ratio (inr) range was increased. The cause of elevated pump power was not identified. Additionally, it was stated that patient had been febrile on and off for weeks and refused work-up. There were positive blood cultures drawn on (B)(6) 2021 and resulted positive on (B)(6) 2021 for bacteremia which lead to admission.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported infection and elevated ldh could not conclusively be determined through this investigation. An elevated power and flow event was confirmed in the evaluation of the submitted log file; however, a specific cause for the event cannot be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 03:27:01 through (B)(6) 2021 16:35:29. An elevated power event of 10.0 watts was captured on (B)(6) 2021 12:11:16, and the estimated flow reached 12.0 lpm during this event. Prior to and after the elevated flow and power event, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 25mar2014. The hmii IFU lists hemolysis and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on controlling infection. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.